Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt has experienced hyperglycemia of up to 400 mg/dl for 10 days, and she believes the insulin delivery of the infusion device is too low. She has changed the infusion set and delivered boluses of 2-3 units every 3 hours, but her blood glucose has remained elevated. She is careful to follow her treatment and meal plan, and the infusion device has not provided an alert/error message. The infusion device was requested for evaluation. She did not require treatment from a health care professional or second party to address the issue.